Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and was hospitalized. The customer was admitted to intensive care unit. Customer stated had a bent cannula. Customer's blood glucose was between 368mg/dl-494mg/dl. Customer also suffered form an infection.